Manufacturer narrative:
Corrected data: b5 statement - "patient is depressed" should have been included in initial MDR. H1: type of reportable event in initial MDR should be corrected to malfunction. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patient's left eye (os), on (B)(6) 2020. The patient complained she could not see well, was seeing halos, lines and vibration of the lens. Her near vision was blurred. The lens remains implanted. The cause of the event was due to patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.